Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead exhibited difficulty to position and the helix became stuck and was significantly damaged when removed. The lead was attempted and not used nd replaced. No patient complications have been reported as a result of this event.